Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wire of the remote monitor that was connected to the wall had burned and there was no electricity coming into the remote monitor. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.